Event description:
Independent repair center: unit will not start. Key failure is power switch has a short circuit. Additional malfunctions are the cooling fan is damaged and the fan mounts are defective.